Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was indicated that the patient was using an unsupported operating system. Data was received but does not reflect full investigation window. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.